Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had contamination before use. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3166556 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and there have been other complaints taken on batch 3166556 for contamination. Retention samples from batch 3166556 (100 tubes) were available for inspection. There was no contamination observed in the retention samples. For investigation, retention tubes were divided and incubated at 20-25 degrees celsius (two tubes) and 30-35 degrees celsius (two tubes). No growth was observed at seven days incubation. Three photos were received to assist with the investigation. Two photos showed three tubes of batch 3166556, one of which showed contamination in the tube. One photo showed a close up of the contaminated tube. No returns were received to assist the investigation of this complaint. This complaint can be confirmed for contamination by the photos received. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had contamination before use. There was no report of patient impact.